Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2019-03775. It was reported patient presented for a right ventricular lead revision and device replacement procedure. Previously, a patient notifier and an alert on merlin remote monitoring was received for rising high voltage right ventricular lead impedance. The right ventricular lead was capped and replaced on (B)(6) 2019. Physician also elected to explant and replace the device prophylactically due to device being under advisory. The patient was stable post-procedure.